Event description:
Health care professional reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss = 150cc. The dialyzer was reused 10 times prior to the reported event. Hcp reports no pt injury or medical intervention.